Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's lead exhibited high out of range shock impedance measurements sporadically over the course of six months. Technical services (ts) discussed possible causes and recommended further evaluation. This device remains in service. No adverse patient effects were reported.